Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In addition to the electrical problem, power source problem was identified as the failure mode. In initial report, the device manufacture date provided (03/11/2008) was incorrect. The correct date of manufacture is 03/11/2008 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to service the unit and to performed the preventive maintenance (pm) on the unit, which filters and o-ring were replaced on the unit as part of the pm service. Fss replaced the instrument manager and power supply parts which resolved the error 2012 issue. Fss also performed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.